Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom of "persistent upstream occlusion errors" was unable to be reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor values to be out of range and the upstream pusher to be slightly loose. The upstream pusher setup and ultrasonic sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed persistent upstream occlusion errors. This occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.